Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the cause of the rigid tube failure could not be determined. The most likely cause is that too much force was applied to the rigid tube. The chipped light guide bundle was caused by a component failure of the distal end of the video telescope. The cause of failure of the distal end of the video telescope could not be determined. The most likely cause is that physical impacts and similar damage caused additional scratches. The cause of the failure of the light guide adaptor could not be determined. The most likely cause is that the performance of the light guide adaptor deteriorated as the number of usages increase. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the laparoscope exhibited dented rigid tube, chipped light guide bundle, outer cover damage and loose light guide adapter. There was no patient involvement.